Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: acta chir belg, 2014, 114, 000-000. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No, although the written manuscript was evaluated by ethicon before submission; no separate complaint forms were sent. Does the surgeon believe that ethicon product (proceed mesh) involved caused and/or contributed to the post-operative complications described in the article? No. Does the surgeon believe there was any deficiency with the ethicon product involved? No. (B)(4).

Event description:
It was reported in a journal article with title: a belgian multicenter prospective observational cohort study shows safe and efficient use of a composite mesh with incorporated oxidized regenerated cellulose in laparoscopic ventral hernia repair. This belgian multicentric cohort study evaluated the experience with the use of proceed-mesh in laparoscopic ventral hernia repair. Between january 2008 and march 2009, 210 patients (113 male and 97 female, age range: 28-91 years) underwent a laparoscopic ventral hernia repair in 9 different centers. Proceed mesh (ethicon) using oxidized cellulose in combination with a large pore polypropylene mesh was used in all patients. Reported complications included brownish color appeared in several cases when the mesh came in contact with blood (n-?) And separation of some of the layers of the mesh (n-?). In-hospital morbidity included recurrence because of inadequate fixation (n-1), postoperative hematoma (n-3), seroma (n-4), and postoperative pain (n-102). At 3-6 months follow up, reported complications included recurrence (n-1), hematoma (n-5), seroma (n-14), and superficial wound infection (n-2) and deep infection (n-1) which were all treated conservatively with antibiotics. At 1 year follow up, reported complications included recurrence (n-10), and pain at the level of the mesh fixation (n-7). At 2 year follow up, reported complications included recurrence (n-1) and chronic pain (n-4) in which the patients received treatment. Nine patients were reoperated due to recurrence (n-7) and pain (n-2). In conclusion, this prospective multicentric study documents a favorable experience with the proceed mesh in laparoscopic ventral hernia repair. However, it remains to be discussed whether reimbursement of these meshes in belgium should be limited to the current strict criteria and thereforecan only be obtained after at least 3-4 years of clinical data gathering and necessary follow-up.